Event description:
Baxter product surveillance rec'd a report from a home pt's nurse that the transfer set would not shut off when the twist clamp was closed. One of the occluder feet was broken underneath the twist clamp. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter, renq-CAPA-19. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.